Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: b5 and h4, h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the vertebral body set/small- sterile had signs of tearing off at the balloon, the distal tip of the balloon is heavily deformed, this conditions were most likely created during insertion process. No signs of damage were observed from the stent. A dimensional inspection for the vertebral body set/small- sterile was unable to be performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The failures observed on the returned devices are consistent with failure due to over expansion or pressurization. The event description notes that the balloons reached the maximum guaranteed dilatation capacity and would not expand further and the pressure at rupture was 20 atm. This indicates that pressure was still being applied when the devices had already reached the maximum volume. Per the surgical technique guide, expansion should be discontinued as the maximum volume had been reached. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the vertebral body set/small- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 09.804.600s. Lot number: 82321295. Release to warehouse date: 14.oct.2024. Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
Additional information received states that the patient is stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty performed on (B)(6) 2025, with the vbs stent balloon. In the surgery, it was confirmed that the vbs stent balloon did not inflate, and the contrast medium leaked out. Drilling was performed thoroughly, and the trial balloons were inflated by approximately 4cc on both sides, and the surgery proceeded without any problems. Then, the surgeon inflated the vbs stent balloon. When the surgeon attempted to inflate the left stent balloon by rotating the inflation system to around 3.5cc, neither the balloon nor the stent inflated at all. Under imaging, it was confirmed that the contrast agent was leaking. Therefore, the surgeon promptly deflated the balloon. The stent had barely dilated, so it was pulled out along with the balloon. The surgeon filled the left side with cement without placing the stent. When the balloon was pulled out of the patient's body, it was found that contrast medium was leaking from the tip of the balloon. The stent on the right side also did not dilate easily, but it was somehow dilated enough that the cement needle could be inserted, so the surgeon placed the stent on the right side and filled it with cement. Then, the surgery was completed successfully without any surgical delay. After the surgery, the surgeon pointed out that there may have been a hole in the tip of the stent balloon from the beginning, since the trial balloon was inflated without any problems. Therefore, the surgeon requested a written response regarding the possibility that the stent balloon had been broken from the beginning, the extent of the damage, and future measures to be taken. The sales rep was informed that the surgeon had been cautious in inflating the balloon because the patient may have allergic to a contrast agent (the specific brand name was unknown). Currently, there are no reports of health damage to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin and 510k are not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.